Event description:
While connected to patient, "hw fault alarms were occurred (ad mmtch/adc val) and ltv repeated turn on/off several times. Ltv operates normally afterwards". No allegation of patient harm.